Event description:
The customer reported via phone call that he had a replacement battery cap but it did not fix the issue. Customer is having persistent problems with low battery alarms. Customer stated that the battery did not last more than one week. Customer was using a rayovac battery. Customer has had a low battery several days before. Customer stated that the pump was not bumped or dropped. Customer stated that he had an off no power alarm a while ago. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had normal operating currents and was monitored for several days with no low battery alert or off no power alarm. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.